Event description:
Event description boston scientific cardiac rhythm management (crm) received information that review of the episodes of this cardiac resynchronization therapy defibrillator (crt-d) noted oversensing of the atrial lead that was causing inhibition of pacing on the ventricular channel. Additional information received indicated that the non-guidant right atrial pacing lead had dislodged and was replaced and that the implantable transvenous defibrillation lead was repositioned due to high thresholds. No adverse patient effects were reported.